Event description:
It was reported that "no readings", "sensor error"" or ""brief sensor issue" occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was vomiting, weak, had no energy, nauseous, and fainted. The patient¿s cgm was in a brief sensor error state and the patient¿s bg meter reading was 475 mg/dl. Emergency medical services (ems) was called and once they arrived, the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter was reading over 500 mg/dl and the cgm was still in a sensor error state. The patient was treated with IV fluids. It was not specified when during the event the patient regained consciousness. The patient was discharged home after approximately ¿half a day¿ in the ER. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.